Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed for hose verification (hole in hose near muffler), muffler tube verification (red o-ring indicator was missing, and the tube rotated in the muffler housing freely), and rotational speed (it was below specified limit). During repair, it was observed that there were multiple holes in the hose near the muffler, the vanes were worn, and the inner muffler tube was loose. It was further determined that the issues were consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance interval. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during cleaning, it was observed that the hose of the motor device was cut up by the motor. During in-house engineering evaluation, it was observed that the device failed for rotational speed (it was below specified limit). The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.